Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/metallic coiled flexible material protrudes into the endometrial cavity from the left posterior cornu') and device breakage ('scar tissue with a small piece of metal noted in the left supraadnexal region') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included enlarged tonsils, gallbladder operation and morbid obesity. Previously administered products included for an unreported indication: ambien, flcxeril, xanax, cilalopram and mollin. Concurrent conditions included muscle spasm, uterine bleeding, vaginal bleeding, adenomyosis, leiomyoma and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain that radiated to hips"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), insomnia ("difficulty sleeping"), ovarian cyst ("ovarian cysts"), adhesion ("adhesion"), scar ("scar tissue") and obesity ("morbid obesity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, pelvic pain, abdominal pain, back pain, abdominal pain upper, dysmenorrhoea, menorrhagia, insomnia, ovarian cyst, adhesion, scar and obesity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adhesion, back pain, device breakage, device dislocation, dysmenorrhoea, insomnia, menorrhagia, obesity, ovarian cyst, pelvic pain, scar and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, insomnia, menorrhagia, ovarian cyst, scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received. Reporter information, patient's medical history, event "scar tissue with a small piece of metal noted in the left supraadnexal region" and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/metallic coiled flexible material protrudes into the endometrial cavity from the left posterior cornu') and device breakage ('scar tissue with a small piece of metal noted in the left supraadnexal region') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included enlarged tonsils, gallbladder operation and morbid obesity. Previously administered products included for an unreported indication: ambien, flcxeril, xanax, cilalopram and mollin. Concurrent conditions included muscle spasm, uterine bleeding, vaginal bleeding, adenomyosis, intramural leiomyoma of uterus and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain that radiated to hips"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), insomnia ("difficulty sleeping"), ovarian cyst ("ovarian cysts"), adhesion ("adhesion"), scar ("scar tissue") and obesity ("morbid obesity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, pelvic pain, abdominal pain, back pain, abdominal pain upper, dysmenorrhoea, menorrhagia, insomnia, ovarian cyst, adhesion, scar and obesity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adhesion, back pain, device breakage, device dislocation, dysmenorrhoea, insomnia, menorrhagia, obesity, ovarian cyst, pelvic pain, scar and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, insomnia, menorrhagia, ovarian cyst, scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain that radiated to hips"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), insomnia ("difficulty sleeping"), ovarian cyst ("ovarian cysts"), adhesion ("adhesion"), scar ("scar tissue") and obesity ("morbid obesity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, abdominal pain upper, dysmenorrhoea, menorrhagia, insomnia, ovarian cyst, adhesion, scar and obesity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adhesion, back pain, device dislocation, dysmenorrhoea, insomnia, menorrhagia, obesity, ovarian cyst, pelvic pain, scar and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received-event injury to herself removed and new events pelvic pain female, device migration, abdominal pain, lower back pain, stomach pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), weight gain, difficulty sleeping, ovarian cysts, adhesion, scar tissue and morbid obesity. Updated suspected drug indication. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.